Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: report from the sales rep, the transparent part attached to the septum fell off into the abdominal cavity during the procedure. The fragment was recovered from the body cavity. Initial investigation report the event unit was returned to us and visually inspected. The septum was torn and seemed to be fragmented. The fragment was not returned. The shield was detached from the seal component. No visual damage was found in the ddb. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: cholecystectomy event description: report from the sales rep the transparent part attached to the septum fell off into the abdominal cavity during the procedure. The fragment was recovered from the body cavity. Initial investigation report the event unit was returned to us and visually inspected. The septum was torn and seemed to be fragmented. The fragment was not returned. The shield was detached from the seal component. No visual damage was found in the ddb. Intervention: the case was completed with the new one. Patient status: no patient injury.